Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture and withdrawal difficulties occurred. The lesion was located in the heavily calcified right coronary artery (rca). The apex 8mm x 3.00mm balloon was advanced to the lesion and ruptured. The inflation details are unknown. The balloon was attempted to be withdrawn and one of the marker bands was left inside the patient. The marker band was unable to be seen under fluoroscopy. The procedure was discontinued. No further patient complications were reported. The patient status is fine.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture and withdrawal difficulties occurred. The lesion was located in the heavily calcified right coronary artery (rca). The apex 8mm x 3.00mm balloon was advanced to the lesion and ruptured. The inflation details are unknown. The balloon was attempted to be withdrawn and one of the marker bands was left inside the patient. The marker band was unable to be seen under fluoroscopy. The procedure was discontinued. No further patient complications were reported. The patient status is fine.

Manufacturer narrative:
(B)(4).